Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the device utilization and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient¿s admitting diagnosis and comorbid conditions are unknown. It is unknown what the patient¿s health status was prior to the death. Long-term survival rates in pd patients remains poor with only 11% of patients surviving past 10 years. Cardiovascular disease accounts for most of those deaths. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. However, it cannot be concluded if pd therapy itself with use of the cycler contributed to the patient death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on the cycler. The patient was connected and passed away during an unknown phase for unknown reasons. Attempts to obtain additional information were unsuccessful. No further details have been provided.